Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: lung resection. According to the reporter: when fired at the tracheal site, staples fell into patient's chest with formed b shape. Staples were retrieved from the patient. Surgery time was extended by more than 30 minutes to retrieve the staples.